Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indications for surgery? Female patient with indication of left renal mass neoplasm- programmed for radical nephrectomy izq by video laparoscopy. What structure was device on at time of firing? The new device (ref sc45a - lotn92542) was used in the dissection of the renal vein and worked well (short grap), because there was damage in the spleen of the patient due to the mass - kidney was adhered, had to do removal of the spleen (splenectomy) the device at the time of use did not take any action - it was blocked when trying to shoot. What is meant that device did not work? Did the device cut and staple? The new device does not work, because it does not perform any action is blocked preventing cutting or stapling. What was the cause of damage to organ? The spleen was injured because the mass of the left kidney was adhered in such a way that when the kidney was removed, the spleen was not useful so they decided to perform the splenectomy with the general surgeon's concept. Were both procedures originally scheduled? Only laparoscopy nephrectomy was scheduled - the other procedure is determined intra-surgically (splenectomy) was this the initial use of stapler or was it reprocessed/re-sterilized? If so, who reprocessed, the hospital or a 3rd party reprocessor? The device was the initial use for that (new) surgery - it is shipped in its original box with each of its packaging. What is the current patient status? Stable patient, given discharge from the institution. Additional information requested but unavailable: was the decision to convert to an open procedure due to difficulties with patient¿s anatomy or from issue encountered with device?

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: please clarify: on the complaint form in box 4001- it was marked hours for prolonged procedure. Was the procedure prolonged for hours. If yes please explain why the procedure was prolonged: yes, the patient was longer than the initial approximately 40 minutes longer since the surgical technique had to be changed. According to the state of the patient, she is stable and is in the hospitalization department, initially uci to control additional information received: the patient had total splenectomy because she suffered damage after having removed the kidney, however that event is due to the fact that the kidney was very attached to the spleen, at the time of splenectomy the device did not work and the surgical technique of laparoscopic video surgery had to be changed to open surgery, which delayed the procedure.¿

Event description:
It was reported that during a nephrectomy & splenectomy procedure, at the time of firing a "refuse" stapler ecr45w to be discharged. Two new refills were used to complete the procedure. Procedure was prolonged for an unknown amount of hours.

Manufacturer narrative:
(B)(4). Additional information requested and received: was the decision to convert to an open procedure due to difficulties with patient¿s anatomy or from issue encountered with device? The decision to convert the surgery to open was that the device echelon didn¿t work and the spleen had to be dissected to remove the piece. Additional information requested but unavailable: please clarify what is meant by ¿refuse¿. Was the device locked on tissue and could not be opened? If so, how were the jaws opened? What was the reason the procedure was converted to open?

Manufacturer narrative:
(B)(4). Batch # n55k84. The analysis found that one ec45a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.